Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that drill tip and the shaft broke during a demonstration. It was noticed before the surgery. There was no harm for patient, operator or third party. There was no case involvement reported. No further information received. Update dw 18-jul-2024: further information was received that the reported event occurred during a hip-arthroscopy. Update dw 30-jul-2024: the surgery was finished successfully with a new device with the same part number and all broken fragments were retrieved out of the patient.

Manufacturer narrative:
Complaint allegation was confirmed. One unpackaged ar-8150pp-45 batch 15213373 was received for evaluation. Upon visual inspection, no broken parts were observed on the device. However, the power pick's inner shaft does not retract when the lever is actuated. A scratch was noted on the curve/angle of the outer shaft, which may indicate that the device came into contact with another instrument. Functional testing with the console and the handpiece found that the inner shaft doesn't move because of the break. The most likely cause(s) of the reported failure is user error, such as prying/leveraging the device or using it without irrigation. Dfu-0215-eor0_fmt_en. F. Precautions. 6. Do not allow the rotating portion of any device to touch any metallic object, such as a cannula or arthroscope, during use. Damage to both devices is likely. Damage to the device can range from a slight distortion or dulling of the blade/burr edge to actual fracture of the tip in vivo. If such contact does occur, inspect the tip. If there are cracks, fractures or dulling, or if there is any other reason to suspect a blade is damaged, replace it immediately. 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device.